Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for high blood glucose. No readings were reported. Troubleshooting revealed that the insulin pump had given an alarm some months back, but the customer never programmed the time and date after getting the alarm. The time and date were programmed correctly during the customer's hospitalization. Nothing further was reported.